Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis identified two devices without identification to which side each one belongs, apparently both devices have openings, crease fold, and red particles in the shell. Additional visual analysis identified device was ruptured. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.